Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient was experiencing a skin irritation under the rear right therapy electrode. The area was described as a red and raised irritation that is about 2 in by .5 in. The patient reported that he does have a metal allergy which worsens in the summer. The patient's doctor gave the patient permission to leave the lifevest off a couple hours a day to help air the area out because the patient sweats a lot. During a follow-up, the patient indicated that the irritation had improved.